Event description:
It was reported that during implant there were fixation difficulties as the helix was not redeploy. The lead was not used and another lead was used to successfully complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and the helix had disengaged from the helical channel. It was also noted that the distal conductor had blood/body fluid (not obstructed), there was blood in/on the helix mechanism and sleevehead, and there was a tip seal observation.